Event description:
Procedure: tonsillectomy. Reportedly, the patient was burned during the procedure when the insulated tip blade ignited in the oral cavity. There were varying degrees of burn to the external oral cavity (1st and 2nd degree), soft and hard palate (2nd and 3rd degree), lips appeared very white with some blackened skin on the upper lip, and there was rapid swelling of the lips postoperatively. Patient was treated with ice, bacitracin and admitted to hospital. The patient was transferred for further treatment.